Manufacturer narrative:
Lot number: ll50276714 (previously reported). Evaluation by supplier (B)(4): one device was returned for evaluation. This is an eleven-year old reusable instrument. Visual inspection confirmed limited jaw mechanism performance. The scissor action functions but is no longer controlling the jaw as intended. The kynar sheath has been damaged. The symptoms align with rotational difficulty. Per instructions for use (IFU), the "prestige endoscopic graspers are designed to grasp soft tissue structures during endoscopic procedures. Aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip." The product met specifications upon release to distribution.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the prestige grasper. During a laparoscopic gynecological procedure, the jaws of the device would not close. The jaws remained in the "forced open position", and this prevented it from being removed from the patient easily. Because the jaw was open it could not be guided out through the trocar and removed from the surgical field. The surgeon used the scope and camera as well as the monitor while assessing the situation. One of the options considered was making a larger incision. The staff continued to attempt to close the jaws. Finally, the surgeon used a second instrument to force closure. The jaws were thereby approximated to an angle which then allowed the grasper to be removed. There was no patient harm, however, there was a surgical delay of approximately 40 minutes. It appeared that the grasper had come apart at the weld point and the linkage in the shaft had not allowed the jaws to close. There was no additional intervention required, and the patient was reported to be stable after the malfunction.